Manufacturer narrative:
Accuracy comparison of inr values reported by user: date: (B)(6) 2010, inratio: 5.2 inr, reference: 2.9 inr, mean: 4.05, confidence limits: 2.3-5.7. Date: (B)(6) 2010, inratio: 3.4 inr, reference: 2.5 inr, mean: 2.95, confidence limits: 1.8-4.2. Date: (B)(6) 2010, inratio: 4.9 inr, reference: 3.0 inr, mean: 3.95, confidence limits: 2.3-5.7. Date: (B)(6) 2010, inratio: 1.3 inr, reference: 1.7 inr, mean: 1.5, confidence limits: 1.1-1.9. The means of the inratio meter and comparative system inrs were calculated. All values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. The reported inr values meet the criteria for accuracy. No further investigation required. Summary: analysis of the client's data from inratio and reference tests revealed that test result comparison met accuracy criteria. Customer's results are not considered discrepant within the context of the documented variability for inr testing. As of 08/11/2010, 9 discrepant results complaints were reported for lot #232886 yielding a complaint rate of 0.005%. Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (>0.07%) no further action is required at this time. On going trending shall be performed to determine if further action is warranted. No corrective action required at this time as no product deficiency was established.

Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2010, inratio: 5.2, lab: 2.9. Date: (B)(6) 2010, inratio: 3.4, lab: 2.5. Date: (B)(6) 2010, inratio: 4.9, lab: 3.0. Date: (B)(6) 2010, inratio: 1.3, lab: 1.7. Customer reported several discrepant results from several patients from (B)(6) 2010 and (B)(6) 2010. No specific details or patient conditions provided. Customer stated patients are regular, routine patients.